Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial lead. No intervention has been performed and the patient will be monitored. The patient was in stable condition.